Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product not returned to (B)(4). (B)(4) employees evaluated product at the (B)(4) facility. Examination of returned device found no evidence of product non-conformance. A review of the provided data and the visual examination of the components have indicated the presence of wear stripes on both bearing surfaces and a wear patch adjacent to the cup rim. These features likely indicate that edge loading or subluxation of the components occurred. A breakdown in the lubrication of the articulation and the resulting adverse wear is likely to have been the source of the elevated metal ion levels detected in the patient, and of the "metal stained fluid" surrounding the joint. The resulting elevated stresses at the taper interface may have also encouraged the fretting or galling process that is indicated by the black residue on the female taper. Such mechanisms can often result if there is micromotion at the taper interface, following insufficient taper impaction or suboptimal assembly conditions during primary surgery. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01446 / 2015-04563).

Event description:
It was reported patient underwent primary total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2012 due to an unknown reason. Additional information received reported patient underwent an initial total right hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2012 due to armd. During the revision procedure, metal stained fluid, a displaced gluteus medius with a defect, and well integrated cup were noted. All components were removed and replaced. Reported from (B)(6).

Event description:
It was reported patient underwent primary total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2012 due to an unknown reason.